Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. An attempt to inflate a 2.5x150mm armada 18 balloon catheter was made, but the balloon failed to inflate and a leak at the hub was noted. The procedure was successfully completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR: device status changed from no, not returning to yes, returned removed method code 4114. Evaluation summary: a visual and functional inspections were performed on the returned device and the reported inflation issue and leak were confirmed. The noted kinks on the inner and outer member appear to be related to operational context of the procedure and likely occurred due to handling during the procedure.

Manufacturer narrative:
Internal file number - (B)(4). Correction: catalog number. Correction: device evaluated by MFR - the device was initially reported as returning for analysis; however, the device was not returned. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot and relabeled lot that does appear to be associated to this event. The investigation determined the reported leak and inflation issue appear to be related to a potential product quality issue for hub leaks. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.